Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that during the post-operative follow-up an endoleak was confirmed. It is a possible type ia endoleak or a junctional type iii endoleak. The physician commented: the endoleak was confirmed from the junction site of the devices so it is a possible type iii endoleak; however, the overlap was secured enough so it might be possible there is a type ia endoleak. The patient will be monitored.

Manufacturer narrative:
(B)(4).